Event description:
It was reported that "the patient has deceased". There is no allegation from a healthcare professional that suggests the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.